Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button trace was creased. The cause of the non-functional response buttons is the damaged trace. The root cause for the reset has not yet been identified. No adverse event resulted from the damaged monitor.